Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the pre-operative pump check, battery failure; pump unable to power on". No patient involvement.